Event description:
Additional information was received from the customer. No other devices were involved in the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, additional information and corrected data. Corrected field: h6/medical device problem code. The device was returned to olympus and customer allegation of ¿the cable has been ripped apart." Was confirmed. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of the device.

Event description:
It was reported that the cable had ripped apart. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.